Manufacturer narrative:
Event eval: still under investigation.

Event description:
A (B)(4) study indicates that a (B)(6) male who is a smoker with hypertension underwent angiography and directional atherectomy on (B)(6) 2013 on his left leg. There was no preexisting tissue loss, no calcification at the vessel access site, and imaging was used to visualize the access. The treatment of the occlusion was successful. It is reported that in an office visit on (B)(6) 2013, patient presented with minor serous drainage from the post-tibial catheter entry site. Given cephalexin orally. On office visit on (B)(6) 2013, left ankle healing well. Add'l info received on (B)(6) 2013: there was no preexisting tissue loss in the study leg prior to surgery. There had been no previous intervention within the study vessel and no other intravascular procedures in the study leg which gained access via the tibiopedl access. The study leg rutherford classification is a 2. Antegrade access to cross the occlusion had been attempted prior to tibiopedl attempt. The successful tibiopedl access site used was the distal posterior tibial. The access diameter was 3.0mm in diameter. There was no calcification at the access site. Angiography was used to visually access but no images were captured nor stored at the investigation site. This procedure started with access puncture attempt at 0957 and hemostasis was received at 1046. There had been an attempt to cross the occlusion via the tibiopedl access- which was successful. The morphology of the study lesion was in the sfa location and length was 200mm. It was accessible and no tortuosity with this being considered non-angulant because it was >20 degrees. The tasc type was c. Treatment of the occlusion was with a bare balloon, bare metal stent, and directional atherectomy successfully. The closure method was manual compression. Heparin had been administered during the procedure.